Event description:
She reports that occasionally, the locks are not holding.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).